Manufacturer narrative:
Additional information:device serial number is (B)(4).device manufactured date is 01/19/1996.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used (it is unknown if it was used during a procedure). According to the complainant, the foot switch was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. Reported event: foot switch broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used (it is unknown if it was used during a procedure). According to the complainant, the foot switch was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.